Event description:
It was reported that patient presented for a lead revision. Prior to procedure, the right ventricular lead exhibited high pacing impedance. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.

Event description:
New information received noted that the right ventricular lead exhibited an insulation anomaly.